Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was active insulin but it was not giving insulin. The customer¿s blood glucose level was 324 mg/dl prior to call and 105 mg/dl at the time of call. The customer declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. . Pump passed the delivery accuracy test. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, broken belt clip rails, missing serial number label, pillowing keypad overlay and keypad overlay texture damage.